Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to multiple stations. A technical support specialist verified the example in electronic protected health information (ephi) and confirmed that received four old messages, which were reprocessed on the server and caused the patient to revert to a pre admit status. These were the same four messages originally sent, advised that a register or admit message would be required to correct the status. Health care assistant (hca) resent all messages from to the present, rechecked the patient example provided, and the patient was showing correctly as admitted. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patient details were not crossing over and were not appearing on several stations. The customer confirmed that the issue was occurring on three medstation¿ es devices and was affecting seven patients at that time. The customer also reported that they had placed those three stations on critical override to allow medication removal for the affected patients. However, there were no delays, adverse events or injuries reported based on this event.